Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's device was fully functional at first switch-on (B)(6) 2014. The patient was brought to the clinic as it was suspected that the patient had not been hearing for 2-3 weeks. An accident or trauma is not known. Prior to this the patient was responding to sound, was vocalizing and wore the external device. Re-implantation is being considered.